Event description:
It was initially reported that on the day of the report during stage I case the "electrode" stylet seemed difficult to remove. It seemed to pull on the lead a bit while attempting to remove. It was stated that it was "different from normal." The impedance was tested with ens (external neurostimulator) and was fine. A re-test of impedance was performed to be sure the "electrode" was fine and that it did not move. Less than one month later it was reported that the patient did not experience any symptoms related to this situation. When mapping electrodes two days after the implant surgery, the impedance was high on all combinations with contact #3. The effect <(>&<)> side effect was seen when stimulating through the combinations with #3. Troubleshooting was done surgically when the surgeon felt tension he made sure not to pull or tug too hard as to not damage the lead. No interventions were required. The patient seemed to have visible symptom control of tremor. The patient went on to permanent implant and was doing "fine." Five days later it was reported that it was unknown if high impedances had been resolved, but despite being high the patient got efficacy and side effects when stimulating through contacts with high impedance. The programming was not left on the contacts with high impedance as other combinations proved to be effective.

Manufacturer narrative:
Concomitant: product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3389s-40, lot# va0age0, implanted: 2013-(B)(6), product type lead, product ID 3389s-40, lot# va0age0, implanted: 2013-(B)(6), product type lead, product ID 37642, serial# (B)(4), product type programmer, patient product ID 3708660, serial# (B)(4), implanted: 2013-(B)(6), product type extension, product ID 3389s-40, lot# va0age0, implanted: 2013-(B)(6), product type lead. (B)(4).